Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, device had low pump flows. Pump was removed and replaced with a new impella cp pump. No patent harm was reported.

Manufacturer narrative:
The investigation for the reported low pump flow issue has been completed. The product was returned, and the low pump flow was confirmed. A clot was found wrapped around the impeller. The low flow condition was able to be reproduced. The root cause of the low pump flow was determined to be biomaterial ingestion. This report is being filed as part of a retrospective review of historical records.